Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and valve malposition requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, it appears that the movement of the delivery system during deployment due to the stored tension and operator manipulation likely caused the valve to land in a too aortic position, which in turn may have caused the pvl. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the 23mm sapien xt valve landed too aortic and had moderate-severe pvl. A 2nd xt valve was implanted. Bav was performed. The xt valve was positioned 50:50 in the aortic annulus, but during deployment the delivery system stored tension caused the balloon and the valve to be ejected towards the aorta. The operator stopped inflation and attempted to reposition the valve in the annulus, however, upon full inflation the valve still landed too high in the annulus (100 % aortic) with moderate-severe paravalvular leak (pvl). A 2nd 23mm xt valve was implanted in 50:50 position with trace pvl. No coronary obstruction was observed on the images. The patient was stable throughout the procedure. The aortic annulus area measured 385mm2 with mild calcification.